Event description:
It was reported that during an unknown procedure, there was a problem with the firing and staple line, second firing in a sleeve. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw misaligned. Additional information was requested and the following was obtained: was the device able to complete the firing sequence? Yes but the last firing was not correct. Did the device deliver staples? If yes, were the staples formed properly? Were any staples missing along the staple line? The staple line was not correctly formed. Did the device cut? If yes, were any issues noted such as jagged cut line, irregular cut, etc? Yes. During which stroke did the event occur? Second stroke. What color cartridge was being used? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. The ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was returned and it is believed the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge miss match, migrant staple picked up by the knife, or crossing an existing staple line at a non coincident angle.